Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined. The device was returned for evaluation. A follow-up report will be submitted upon completion of evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A pairing test was performed with a known good transmitter and passed. Functional testing was unable to be performed. A review of the downloaded receiver log did not confirm the reported event of loss of connection. A root cause could not be determined.